Event description:
Coiling treatment of an a-comm aneurysm. It was reported during coil deployment, the pusher wire broke and the coil prematurely detached inside the catheter. The entire sys was removed from the pt. Including the coil. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the eval is completed.